Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that a patient data (pd) error was seen as well as longevity mismatch involving this subcutaneous implantable cardioverter defibrillator (s-ICD). A review of the device data by technical services (ts) confirmed memory corruption and a device reset. Ts noted that the pd error code was related to the patient data lost due to memory corruption under radiation therapy. To date the device had shown normal operation. No adverse patient effects were reported. The device remain implanted.